Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00853. This report is being submitted as additional information. Approximate age of device - 1 year. Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A direct correlation between the device and the reported event could not be conclusively determined. Review of the submitted system controller log file showed notable trends in pump parameters the duration of this file. No atypical alarms were captured and pump speed remained above the low speed limit for the duration of the log file. The system appeared to be operating as intended. No images or CT scans were provided to the manufacturer for analysis. The instructions for use for the heartmate ii left ventricular assist system provides instructions regarding the installation and orientation of the inflow conduit. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, a computed tomography (CT) was performed while patient was in hospital and results revealed that the inflow cannula appeared to be largely adjacent to or partially abutting the left lateral ventricular wall, and that the cannula position may have inhibited device flow. The patient was to be monitored. No further information was provided.